Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach during the coiling treatment of an aneurysm. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer - additional information the device was returned for evaluation. After analysis of the returned device the clinical observation confirmed. As received, the implant coil was found damaged and stretched but still attached to the pushwire. The instant detacher was not returned. Additionally, the pushwire was found bent at the distal end. During evaluation, the implant coil was successfully detached with in-house instant detacher. Also, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location. Without returned the instant detacher, any contributing factors from the instant detacher could not be assessed. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. It is possible that the instant detacher may have contributed to the reported event, as the tack weld replacement (twr) crimp was found to still be intact. There was no evidence the customer attempted detaching the implant coil with the manual method (via hypotube). All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿